Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight of the device within specification, a deformation and crease fold. After the autoclave cycle, a cloudy color in the gel was observed. Based on the device analysis the final assessment is no observed openings on the device.

Event description:
Healthcare professional reported "exchange of textured breast implant due to the patient¿s concern with the product." Additionally, health professional report a left side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "exchange of textured breast implant due to the patient¿s concern with the product." Additionally, health professional report a left side rupture. The device remains implanted.